Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. The reported issue could not be confirmed. A root cause could not be determined as a result. A corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 5/1/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the nj tube was occluded. As a result, the tube was replaced.